Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report a hypoglycemic event and cgm inaccuracies on (B)(6) 2013. The patient reported that her husband found her incoherent but conscious sitting on bathroom floor and the patient's husband treated her with orange juice and a piece of bread. The patient reported the following discrepancies: cgm reading was reading 120 mg/dl and blood glucose meter reading was 229 mg/dl, cgm was reading 213 mg/dl and blood glucose meter was reading 81 mg/dl. The patient reported no use of acetaminophen at the time. At the time of the call to dexcom technical support the patient did not report any additional injuries or medical intervention.